Event description:
It was reported that patient underwent a total hip replacement on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2009, due to cup loosening, groin pain and clicking sensation in the hip. The modular head and acetabular cup were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2009 was due to acetabular cup loosening and pain. The operative notes indicate there was brown-tinged amber fluid that was clear and the bursa was thickened. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information from medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00371/ 00372).

Event description:
It was reported that patient underwent a total hip replacement on (B)(6), 2004. Subsequently, patient was revised on (B)(6), 2009, due to groin pain and clicking sensation in the hip. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00371).

Event description:
It was reported that patient underwent a total hip replacement on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2009, due to cup loosening, groin pain and clicking sensation in the hip. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00371-1/ 00372-1).